Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on aviva nano system compared to a professional meter within 1 minute: 3.8 mmol/l (aviva nano system) and 1.5 mmol/l (professional meter). No symptoms were reported, however, after the readings customer had a ham sandwich and chips. The hospital staff also offered him glucose paste which customer refused to take. Hospital staff brought him cream biscuits and tea with sugar. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.